Event description:
A health care provider (hcp) reported via a manufacturer representative that there was a problem with charging the implantable neurostimulator (ins). Charging of the ins did not work normally. The recharger only got two coupling bars so recharging to a long time. The cause of the issue was possibly that one of the fascia stitches became loose while the patient was stretching. A spare recharging device was tried, but the same problem occurred. The hcp thought the ins was turned in the pocket or moved into the breast area since there was not a proper connection to the recharging system. The patient was going to meet with the hcp for an x-ray to see if the ins turned in the pocket. No surgical intervention was taken and it was unknown if any interventions were planned. The issue was not resolved. The patient was alive with no injury. No further patient complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review determined the following patient code was not related to this event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the patient was not able to get an appointment due to their compulsive disorders. The patient was going to try to get an x-ray close to their home. The cause of the recharging problems had not been determined. The patient did not experience any symptoms but they had to shut therapy off once in a while. No actions or interventions had been taken or planned and the issue was not resolved.